Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to hypoglycemia. The reported blood glucose reading was 28 mg/dl at the time of the first event. The reported blood glucose reading was 32 mg/dl at the time of the second event. Troubleshooting was performed. The insulin pump was programmed and reading the reservoir volume correctly. The customer was disconnected during priming. No infusion site or set problems were noted. The customer uses silhouette infusion sets. The customer fills the reservoir with cold insulin, so he was advised to use room temperature insulin. The customer has been experiencing a pattern of evening low blood glucose. The customer has been taking antidepressants and antibiotics. The customer's doctor stated the insulin pump has been suspending itself. Nothing further was reported.